Event description:
It was reported that the patient was unable to feel stimulation. The patient¿s implantable neurostimulator (ins) battery was low, and the ins was replaced. On (B)(6) 2014, the preoperative programming was 0+ 1- 2+ and impedances were as follows: 0/1 1395, 0/2 1395, 0/3 >4000, 1/2, 1395, 1/3 >4000, 2/3 1395 ohms. Following the ins replacement, the patient still could not feel stimulation, and a lead or adaptor defect was suspected. The impedances following the ins replacement (on (B)(6) 2014) were as follows: 0/1 2027, 0/2 2734, 0/3 >4000, 1/2, 1888, 1/3 >4000, 2/3 2599 ohms. The patient was observed ¿for a while¿ but no change was seen. The leads and adaptor were replaced on (B)(6) 2014. It was reported that the patient recovered. There was no health hazard to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension; product ID 74001, serial# (B)(4), product type: adapter. (B)(4). Analysis of lead model 3887-33 sn (B)(4) found the proximal end was stretched and the #0 and #2 conductors broke at the respective weld sites. The distal end was stretched and the weld was broken at the #2 electrode. Conductors were broken 9.9 cm, 10.3 cm, and 10.5 cm from the distal end of the lead. The outer insulation was pinched. All circuits were shorted in the stretched connector area of the lead. All circuits were open at the electrode area. Analysis of the adaptor model 74001 sn (B)(4) found no anomalies.